Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right-sided occlusion device appears somewhat displaced into the uterine fundus / the right-sided device appears somewhat irregular in position') in an adult female patient who had essure (batch no. A64633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included pap smear abnormal, peripheral swelling, anemia, postpartum and tubal ligation. Previously administered products included for an unreported indication: ferrous sulfate. Concurrent conditions included ovarian cyst, gestational diabetes, ovarian cyst, right lower quadrant pain, appendicitis, ileus, post procedural pain, constipation, gas, cyst, bleeding breakthrough, post coital bleeding, palliative care, anemia, adhesion and post coital bleeding. Family history included breast cancer. Concomitant products included ethinylestradiol;norethisterone acetate (junel) until april 2017 for genital bleeding as well as clonazepam (klonopin), medroxyprogesterone acetate (depo provera), quetiapine fumarate (seroquel) and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. In may 2014, the patient experienced pelvic pain ("pain / pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy was noted essure insertion date:(B)(6) 2013 and jun-2013. Number of trailing coils on the right side is 7 and number of trailing coils on the left side is 2. The patient is planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative.. Ultrasound pelvis - on (B)(6) 2013: essure contraceptive device is present, the right-sided occlusion device appears somewhat displaced into the uterine fundus.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, dyspareunia, headaches, migraine, dysmenorrhea, menorrhagia. Concerning the injuries reported in this case, the following ones reported via medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right-sided occlusion device appears somewhat displaced into the uterine fundus / the right-sided device appears somewhat irregular in position') in an adult female patient who had essure (batch no. A64633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included pap smear, peripheral swelling, anemia, postpartum and tubal ligation. Previously administered products included for an unreported indication: ferrous sulfate. Concurrent conditions included ovarian cyst, gestational diabetes, ovarian cyst, right lower quadrant pain, appendicitis, ileus, post procedural pain, constipation, gas, cyst, bleeding breakthrough, coital bleeding, palliative care, anemia, adhesion and post coital bleeding. Family history included breast cancer. Concomitant products included ethinylestradiol; norethisterone acetate (junel) until (B)(6) 2017 for genital bleeding as well as clonazepam (klonopin), medroxyprogesterone acetate (depo provera), quetiapine fumarate (seroquel) and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain / pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy was noted essure insertion date: (B)(6) 2013 and (B)(6) 2013. Number of trailing coils on the right side is 7 and number of trailing coils on the left side is 2. The patient is planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Ultrasound pelvis - on (B)(6 ) 2013: essure contraceptive device is present, the right-sided occlusion device appears somewhat displaced into the uterine fundus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, dyspareunia, headaches, migraine, dysmenorrhea, menorrhagia. Concerning the injuries reported in this case, the following ones reported via medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs and mr received : lot number was added. Implant date of essure updated. Event of injury updated to event of pain. New events added - device monitoring procedure not performed, vaginal hemorrhage, hemorrhage, abdominal pain, migraines, headaches, dyspareunia (painful sexual intercourse), vaginal discharge, hair loss, dysmenorrhea (cramping), back pain. Patient information, medical history, product information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.